Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's scs system was explanted. The pt reported, the system would turn the stimulation off and on without prompting and decided to have the system explanted.